Event description:
End user reports he had a recent uti which he hasn't had in over a year. He said he did use 2 catheters that stuck to the packaging about 2 days prior to getting his uti because he was at his office and he had no others available. His uti symptoms were dark urine, dysuria and fever. He said he went into his md for urine test and they told him he was positive for uti and have started him on antibiotics, does not know name of it, has been taking this for 1 day. He takes precaution to wash hands, use gloves and cleanses meatus with soap and water or alcohol wipes in public bathrooms, as his md advised prior to cathing. He said he had to "pull it (catheter) really hard so it would unstick" however, he reports no difficulty at all placing the affected catheters in his urethra, did not feel any sticking internally and said it went in well without pain or issue. He said he isn't sure those caused his uti and said "it may not even be related." He said he was prone to utis in the past because of the colonization of bacteria in his bladder since cathing and since starting a supplement called "ut-c" he said he hasn't had utis in the last 18 months, up until now, which he continues to take. Prior to that he said he had multiple utis prior to his turp procedure "years ago." He has urethral sphincter dysfunction and caths 6 x day for retention.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).